Event description:
It was reported that "during the implantation of the PICC line described in the patient, upon removal of the guidewire, it was discovered to be damaged and frayed. The PICC line was not cut. The patient did not experience any complications, but the nurse was pricked by the broken and contaminated guidewire." The nurse did not suffer any additional damage or consequence. The nurse was seen at occupational health. The healthcare professional's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the implantation of the PICC line described in the patient, upon removal of the guidewire, it was discovered to be damaged and frayed. The PICC line was not cut. The patient did not experience any complications, but the nurse was pricked by the broken and contaminated guidewire." The nurse did not suffer any additional damage or consequence. The nurse was seen at occupational health. The healthcare professional's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.